Event description:
Drive medical received an attorney letter alleging an incident involving a rollator allegedly imported and distributed by drive medical. It is alleged that rollator suddenly broke and collapsed causing the claimant of all and fracture her left fibula. This MDR report is based on the claimant's attorney statement.